Event description:
Recently removed from work on disability as the result of what has been thought to be small fiber neuropathy with autoimmune disease. After extensive research regarding breast implant illness, all my current symptoms seem to coincide with the numerous symptoms of this illness. The implants were placed on (B)(6) 2005 mcghan 168, 360 cc, ref 27-168361. As the result of feeling so extremely ill and now debilitated by symptoms, I have scheduled the appt with a plastic surgeon at my expense to have the implants removed. I have been to multiple specialists and gone through significant testing and currently out of work. If there is any info or help that is out there, I would appreciate this experience being used as a case study. At no times was this illness counseled at the time of the procedure back in 2005 and this has now left me debilitated. I continue to have scheduled appts with more than one neurologist in search of what is causing this debilitating illness. As of the last 12 months erratic high blood pressure, erratic heart rate, chronic debilitating fatigue, palpitations, anxiety, frequent urination, joint pain, sleep apnea, gastrointestinal issues, muscle bulging and spasm in upper arms. FDA safety report ID# (B)(4).